Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Data analysis was performed and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Data analysis was performed and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and d7 explant date.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Data analysis was performed and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported. Additional information was received that this device was explanted, and will return to boston scientific for analysis. This report will be updated once analysis is complete. No additional adverse patient effects were reported.